Event description:
It was reported the device turned off suddenly resulting in a loss of stimulation; the device was replaced. The pt recovered without sequela.

Manufacturer narrative:
Device has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.